Event description:
It was reported that pump experienced malfunction. It was reported that the customer experienced an elevated blood glucose (bg) level of 582 mg/dl. Customer treated high blood glucose with correction injection using multiple daily injections, and there was no third party assistance required. Customer planned to use multiple daily injections as backup therapy, and technical support arranged replacement pump with updated software.